Manufacturer narrative:
This information was previously reported in MFR report #3004209178-2018-03301. Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to this event will be reported in this report. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a patient. It was reported that patient told caller that stimulation got shut off on a friday and patient wasn't able to get their stimulation turned back on until the following thursday and patient had a terrible time when stim was off; the ins had somehow gotten turned off in the operating room. The patient was told only the physician or manufacturer representative (rep) could reset the code. Patient had the stimulation off for a week before they could get it reset and during this time they had a bad, bad time. The patient reiterated that the week the stimulation was off was unpleasant and uncomfortable for them. Patient did get their stimulation turned back on. Additional information was received on 2018-feb-20. It was reported that they were not voiding properly; if they sit they can go fine, but have issues when they change positions. No steps were taken to resolve this and the cause was unknown. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient met with a rep on (B)(6) 2017 to clear the por message and had to wait a week to resolve it because the rep wasn't available. They stated that it was hard to describe how the stimulation felt after the por. They noted that they would be seeing their hcp in a couple of months after the report.

Event description:
A patient reported she had surgery to move her implantable neurostimulator (ins) pocket on (B)(6) 2017. The patient reported a power on reset (por). The patient stated that they went to use the remote on (B)(6) for the first time after having the ins moved and she saw the por warning. Additional information from the patient on (B)(6) reported she had not heard back from anyone. The patient stated the nurse at the healthcare professional¿s (hcp) office said they would notify the manufacturer representative (rep). Additional information from the patient on (B)(6) reported she did contact her hcp office afterwards and they finally called her and stated the rep would not be available until (B)(6) to clear the error code and program her device. The patient stated that their device was not properly programmed after the procedure. The patient stated that she received the implant due to complications of retention and because her stimulation could not be turned on, she was in pain and bloated. The patient stated the hcp prescribed her water pills however that was not helping her. The patient stated that she needed the stimulation to be turned on. The patient stated she did not want to have to go to the emergency room for the symptoms to be cathed. It was noted the patient was extremely upset and in pain because her therapy was not working. The patient was redirected to work with the hcp regarding their retention symptoms, however the patient stated they were in discomfort because the therapy was not working, due to it not being programmed after the procedure. Additional information from the rep reported the office chose (B)(6) based on when the hcp was in the office. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. For information about pocket revision see manufacturer's report number 3004209178-2017-10895.